Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user-interface pcb assembly which resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface (ui) pcb assembly and verified the reported issue. It was determined that integrated circuit, designator u2, had corrupt memory and caused the reported issue.

Event description:
The customer contacted physio-control to report that the service indicator is present and an event code is logged in the memory of their device upon evaluation of the customers device, physio-control observed the event code in the device's memory and also observed that the device displays a white screen. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.